Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported failed preventive maintenance. There was no patient involvement.

Event description:
The customer reported failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced upper transducer due to check IV set error. Replaced broken ail sensor right side, and damaged bottom rear case. Replaced damaged door keypad, and corroded right,left iui. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the pressure sensor. A review of the device history record showed the device had a manufacture date of 28/nov/2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.